Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2018 from septic shock. The patient experienced a gastrointestinal bleed from pre-existing duodenal pathology which then was followed by multiorgan failure and subsequent death. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 73 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired. Additional information was requested, but was not provided.

Manufacturer narrative:
Section b5: additional information.section b3: correction.

Event description:
It was reported that on (B)(6) 2018, the patient experienced gastrointestinal (gi) bleed with esophagogastroduodenoscopy (egd) performed and hemostatic clipping done. On (B)(6) 2018, the patient was septic requiring cefepime and vancomycin. On (B)(6) 2018, the patient experienced deteriorating shock [vasoplegic and septic were mentioned] requiring multiple pressors. On (B)(6) 2018, the patient experienced a lover gi bleed. Patient experienced toxic-metabolic encephalopathy and was not able to express his desire for palliative care. It was reported that the patient passed away on (B)(6) 2018.

Event description:
It was reported that the patient on (B)(6) 2018 experienced major bleeding. On (B)(6) 2018 status post esophagogastroduodenoscopy (egd) and control of bleeding 5 hemostatic clips were placed over the distal endoscopic mucosal resection (emr) site. On (B)(6) 2018 patient experienced 2 episodes of melena, complete blood count (cbc) was stable and heparin-induced thrombocytopenia (hit) test was negative. The patient also experienced renal dysfunction and was placed on dialysis. On (B)(6) 2018, patient was transfused with 1unit platelet. On (B)(6) 2018, patient experienced vomiting and positive bloody nasogastric (ng) output. On (B)(6) 2018 patient was transfused with 2 unit packed red blood cells (prbc). On (B)(6) 2018 patient was transfused with 2 unit prbc. The patient was also placed on ventilation requiring continuous veno-venous hemofiltration (cvvh). Cvvh was done on (B)(6) 2018. On (B)(6) 2018 patient was transfused 1 units prbc. No more vt ovn: abdomen distended. Kidney, ureter, and bladder (kub) with ileus. Tf was held. Patient was given total parenteral nutrition (tpn) full strength. Passing gas and 1 large melena was observed. On (B)(6) 2018 patient experienced hypotension and was transfused with 2uprbc. It was reported that the patient on (B)(6) 2018 experienced major infection. On (B)(6) 2018 patient was given cvvh cardiac troponin(ctn). Patient was started on cefepime/vancomycin. On (B)(6) 2018, patient needed peramcath placement for cvvh. Stopped vancomycin continue cefepime. On (B)(6) 2018, patient experienced emesis one time. Nasogastric tube (ngt) placed to low continuous wall suction (lcws) with 2.5l of feculent looking material out. Kub with dilated loops of bowel. Suppository was given to the patient twice. On (B)(6) 2018: computerized tomography (CT) consistent with small bowel obstruction (sbo). Started tpn. Antibiotics (abx) switched from cefepime to daptomycin. Medication (meds) switched to intravenous (IV).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the report of sepsis could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The log files downloaded from the returned controller contained data from (B)(6) 2018 and found that the pump operated at the set speed without issue. Estimated flow decreased within the last approximately 30 minutes of the log file and then the pump was intentionally stopped. These events were consistent with the report of withdrawing care. The system appeared to be operating as intended. (B)(6) was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death, bleeding, respiratory failure, sepsis, localized infection, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information regarding how to prevent and control infection. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28may2018. No further information was provided. The manufacturer is closing the file on this event.